Event description:
It was reported that during the procedure the patient suffered a bilateral stroke on MRI - no lateralization deficit; had cognitive disturbance, improved with increased bp. Start date was 05, continuing. Not a pre-existing condition. Not felt to be product related. Action/treatment was hold hypertensive meds. This event resulted in new/prolonged hospitalization. Patient's outcome is improved condition.